Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer reported a blood glucose reading of 30 mg/dl. The customer stated that she felt fatigued and had physical discomfort prior to being hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.